Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 170181: 93 items manufactured and released on 12-jul-2017. Expiration date: 2022-07-02. No anomalies found related to the problem. To date, 83 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 3 years and 11 months after the primary surgery, the patient was revised because of stem loosening. The surgery was completed successfully by implanting a quadra c stem through a posterior approach.